Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a failed transmitter error occurred. No additional patient or event information is available. Product and data were provided for evaluation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined.